Event description:
It was reported that the customer experienced a discrepancy in the displayed and actual time on their device, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in updating the pump time and was advised to monitor the situation and follow up if the issue recurs, which they understood and acknowledged.